Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was tenderness around location of the implantable neurostimulator (ins), increase in shakes and headaches about 3 times a week since the fall. Environmental/external/patient factors that may have led or contributed to the issue include a fall. Diagnostics/troubleshooting include x-rays being performed (B)(6) 2020. No interventions/actions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported x-ray and CT showed the deep brain stimulation (dbs) wires were intact and no impedance changes. The CT scan showed edema in frontal lobe near the dbs wires. The physician's interpretation is that the patient has an increase in swelling that has caused a mild increase in their tremor on the right and headaches and that the symptoms will resolve as the swelling decreases.